Event description:
During a remote follow up, undersensing episodes were observed on the device. Technical support was contacted and it was noted the device was already programmed into the most sensitive setting possible. The patient was stable and will continue being monitored.